Event description:
Patient presented with severely angulated neck (75 degrees) measuring 19mm proximally to 17mm distally. On (B) (6) 2010 had implant of a 25-16-140bl bifurcated device and a 28-28-95rl suprarenal cuff. Follow up CT revealed that the suprarenal cuff had moved down approximately 2cm causing a proximal type I endoleak, also the distal portion was slightly compressed. On (B) (6) 2010, the patient was treated with three additional proximal extensions with good results. Both the neck angle and device size chosen were off label.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. (B) (4) use of device with neck diameter less than 18mm and angulation greater than or equal to 60 degrees is off label per indications for use.